Event description:
It was reported that insulin gauge displayed amount different than expected and pump showed static fill estimate of 205 units despite insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer received explanation that issue could occur due to large differences in measured pressures used to calculate remaining insulin and was informed that fill estimate would begin to decrease once actual insulin amount matched static value, and customer understood and acknowledged this information.